Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported an issue with a PICC line, during insertion. The following was reported: "the wire was in place and the dilator over to advance dilator was very flimsy and difficult to advance." The nurse removed the dilator, which was kinked, and no longer had a visual of the wire. The entire guidewire remained inside the patient. It was reported the guidewire did not contain a knot, was not unraveled, nor did any piece of the guidewire detach from the body of the guidewire. The guidewire was being visualized by ultrasound at the time of the event. The patient was sent to an account care hospital for surgical retrieval of the guidewire. It was reported the patient received a new PICC post event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot# and ship history lot review was not performed since item# is unknown. No device history records was performed since there was no reported lot number and ship history lot review was not performed since item number is unknown. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).